Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on radius side assessed, as fold flaw opening. And observed, opening on anterior and radius side assessed, as surgical damage. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. White particles observed, inside the device.

Event description:
Healthcare professional reported, "a left side deflation". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation." Device remains implanted.